Event description:
It was reported that a lead fracture was observed during a prophylactic generator replacement. During the procedure the surgeon noticed that the lead was completely severed, but that the pins were still connected to the generator. It was indicated that the leads appeared severed very close to the generator and were frayed. It was reported that the severed portions of the lead seemed to be held together by scar tissue, and it was inquired if it is possible that the impedance was fine due to the presence of the scar tissue, since diagnostics had been run and everything was ok, and there was no high impedance. No trauma was reported and the pt had not been experiencing any adverse events. The generator was subsequently explanted along with the lead that was connected to the generator. The remaining lead was left implanted and the pt will be scheduled for a full revision at a later date. Attempts for additional info and product return are underway.

Event description:
Attempts for product return cannot be made as the explanted products were given to the patient. Attempts for additional information regarding the lead fracture have been unsuccessful to date.

Manufacturer narrative:
It was inadvertently mentioned on the initial MDR that attempts for product return were underway, however the generator was given to the patient, and therefore attempts could be made.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.